Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) lead wire connector was deformed and that the cable was in need of replacement. It was recommended that the cable be replaced. No patient complications have been reported as a result of this event. It was further reported that the issue had occurred with two different cables.